Manufacturer narrative:
We received one vamp adult system for examination. Blood residues were visible throughout the vamp system. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on the surface of the proximal part of the tubing bond area. The tubing outer diameter was measured 0.1405", near the point of detachment and found to be out of specification. The pressure tubing was cut near the bond joint with the reservoir. Cross surface of the tubing at the cut appeared smooth and straight. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k number is unknown as this is a custom defined product.

Event description:
As reported, the vamp adult system unit detached from the arterial line during the blood gas draw, causing blood leakage from the patient line. Disconnection was witnessed and remedial action was taken. The set was changed out to a new one to solve the issue. There was no allegation of patient injury. The vamp adult system was available for evaluation.